Event description:
It was reported that during the implant procedure two different leads were attempted but there was no capture despite several positioning attempts. Sensing and impedance were normal. Another lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).